Manufacturer narrative:
The device ro 15 046 has been inspected for investigation purpose. The tests performed confirmed that the support arm is damaged. As repair, this part was replaced. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, a gap was observed between the arms of the support arm and the plate connected to the robot. There was no patient/user impact reported.